Event description:
As troubleshooting was performed in the operating room (pin re-insertion & generator diagnostics), and high impedance was still present, we can conclude this was likely a lead fracture. The lead has likely been implanted since (B)(6) 2018 which provides enough information to justify this event of high impedance is due to a lead fracture.

Manufacturer narrative:
B5. Corrected event description, initial report: due to the duration of time this lead product has been implanted, it can be concluded that this event of high impedance is due to a lead fracture. F10. Corrected medical device problem code, initial report: inadvertently listed wrong code h6. Corrected investigation findings, initial report: inadvertently listed wrong code h6. Corrected investigation conclusions, initial report: inadvertently listed wrong code.

Event description:
Information was later received reporting that the patient had their lead replaced. The explanted device has not been received by the manufacturer to date.

Event description:
It was reported that during pre-op for a battery replacement surgery, the patient¿s old (m106) generator was interrogated, and the impedance value was good. Once the new generator (m1000) was implanted, impedance was on the high end, but still within normal limits.. The surgeon closed the pocket, and high impedance was seen. The surgeon proceeded to re-open the pocket, disconnect the lead, and clean connection of the device. Impedance was checked again, and it was still high. Surgeon tried connecting the old generator (m106) again, and high impedance was seen with that generator for the first time. The accessory kit was used, and good lead impedance was seen, still on the higher end. The new generator was re-connected with high impedance. It was checked one last time, and impedance was slightly higher than a normal reading. The new generator was left implanted, and the surgeon will consider another surgery to change the electrode at a later date. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.